Event description:
Patient experienced pain soon after mesh implanted for incontinence. Patient cannot sit in certain positions and experiences painful sexual intercourse. Patient has a follow up appointment pending. Procedure done at (B)(6). Urinary incontinence returned 6 months after surgery.